Event description:
The info received by target was that the coil prematurely detached while encountering friction in a catheter. The physician believes that the coil did not stretch. There was no consequence to the pt from this malfunction.